Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the patient no longer need the device. The physician did not believe that the palpitations were device related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient find the scs caused palpitations. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model : sc-2218-70, serial/lot : (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient find the scs caused palpitations. The patient will undergo an explant procedure.

Event description:
A report was received that the patient find the scs caused palpitations. The patient will undergo an explant procedure.